Event description:
Complainant alleged that during a routine shift check of the device by a clinician, "pacer fault 116", "pacer disabled" and "defib disable" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.